Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their internal implantable neurostimulator (ins) battery was dead. The patient was told by their physician that the ins needed to be replaced. The patient stated that they were going to have revision surgery. No patient symptoms were reported and there were no complications. Indication for use is unknown.